Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles that 10 pen needles clogged during flow check. The following information was provided by the initial reporter: consumer reported found 10 would clog during the flow check.

Manufacturer narrative:
H6: investigation summary customer returned a total of 15 used 4mm, 32 gauge nano pro pen needles. The pen needles were visually inspected prior to testing. 5 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 10 were broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that 5 pen needles had become bent and 10 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles that 10 pen needles clogged during flow check. The following information was provided by the initial reporter: consumer reported found 10 would clog during the flow check.